Event description:
The customer reported being hospitalized for high blood glucose of 500 mg/dl. The customer stated that he was nauseated and had unexplained high glucose for the past three days. The customer treated his blood glucose with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that he may have scar tissue. Advised the customer that he could try using different sites and explained the use of sure t infusion sets as an alternative. Attempted to run a fixed prime test, but the customer stated that he performed the test on his own before calling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.